Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information available. However, it is possible that patient factors (valve under expanded due to annular calcification, progression of the disease process) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years, 11 months after a transfemoral tavr procedure with a 26 mm sapien 3 valve, severe stenosis was observed. The mean gradient was measured at 34 mmhg. Acceleration time (at) of 110 milliseconds (ms) was noted. The patient is being evaluated for treatment options. Proctor the following observations were made by an edwards physician proctor upon review of recent CT images provided by the site: review indicated the patient has a permanent pacemaker and an atrial septal defect (asd) occluder. Calcifications were noted outside the stent frame. Hypoattenuating imaging that looked like pannus was observed. The valve was underexpended in the mid frame where the calcium was located resulting in an oval shape. The proctor recommended a 26 mm sapien 3 ultra resilia valve followed by a post-dilation with a 25mm true balloon to avoid another under expanded valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings. Sections b2, b5, b7, g6, h2, h6 (health effect - impact code, health effect - clinical code, device code(s), investigation findings) and conclusions in this section have been updated. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The medical records noted that "likely underexpansion of the initial valve due to annular calcification and hypoattenuation consistent with pannus formation". Based on the available information, it appears that patient factors (pannus formation and annular calcification) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records received, approximately 5 years, 11 months post tavr the patient was referred for evaluation of prosthetic valve stenosis due to increased transvalvular thv gradients and a CT done negative for thrombus. A follow up transthoracic echocardiogram (tte) done showed "likely moderate-to-severe prosthetic aortic valve stenosis" with mean gradient 34 mmhg, at 110 ms, trace-to-mild aortic insufficiency and preserved ejection fraction of 55%. Recent CT showed "likely under-expansion of the initial valve due to annular calcification and hypoattenuation consistent with pannus formation." The patient is denied having any symptoms. The cardiologist ordered an ECG stress test to evaluate the patient's functional capacity and based on the results, determine whether to continue clinical monitoring versus repeat valve intervention.